Manufacturer narrative:
Issue was inadvertently reported. This is a not reportable issue.

Event description:
It was reported that cartridge would not lock onto the pump. Customer's blood glucose level was 150 mg/dl. The customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.